Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the blocked cannula. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone: lockdown, cloud - omnipod 5 software app version: 3.1.5-p001, cloud - operating system: n5004l-am-q-mv01602-06-01.06, cloud - hardware: n5004l, cloud - cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 504 mg/dl while wearing the pod on the abdomen for one day. It was reported that the cannula was blocked, which led to elevated blood glucose level and visible fluid under the pod adhesive. As treatment, manual insulin injection was administered and a new pod was applied.